Manufacturer narrative:
Associated medwatches: 9610612-2020-00662, 9610612-2020-00663, 9610612-2020-00664 & 9610612-2020-00665. Investigation results: visual investigation: in the delivered condition the femoral component shows little visible bone cement residues on the implant. The coated surface of the femoral- as well as of the tibial component shows little visible signs of abrasion/imprints. The origin of this traces are unknown. Possibly the traces were created during the explantation and are not related to the implant loosening. The discolorations on the surfaces are due to oxidation. Such changes in color have no effect on the function or properties of the coating. The gliding surface of the meniscal component shows visible scratches and imprints. The smaller imprints probably resulting from third body wear. The deep scratches probably resulting from the explant procedure. Investigation of the supplied images : the provided x-ray figures give no hints regarding the root cause of the implant loosening. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with as univation xf femur. According to the complaint description, the patient had a revision surgery, because of loosening implant. Loosening was noted on (B)(6) 2020. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4). Associated medwatch-reports: 9610612-2020-00663 (400487345 no157z), 9610612-2020-00664 (400487348 no187z), 9610612-2020-00665 (400487349 no163z). Involved components: nl471- univation f meniscal comp.t2 rm/lm 7mm - 52446821, nl471-univation f meniscal comp.t2 rm/lm 7mm- 52476195.